Event description:
The patient reported receiving an error message within the omnipod iphone application instructing her to delete and reinstall the app. Following reinstallation and regaining access to the app after a password reset due to a temporary login failure, the patient discovered that therapy settings had been deleted and she did not have her basal rates or other required therapy settings to re-configure it. The patient reported that, due to the inability to use the app, blood glucose levels increased to approximately 500 mg/dl, and she began experiencing nausea and headache. The patient consulted a physician via a virtual appointment to retrieve her therapy settings and self-administered insulin using a backup method (pen injection), after which blood glucose levels stabilized. No in-person medical evaluation occurred, and no medical intervention was provided by medical staff or a third party.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported controller application error. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: phone_control_ios.omnipod software app version: 2.1.0.operating system: 26.3.hardware: iphone15.3.cgm sensor type: g7.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of 10mar2026-12mar2026 was downloaded and reviewed. Review of the cloud data found that a controller with serial number (B)(6) was used until 10mar2026. A new controller with serial number (B)(6) was setup and started use on 12mar2026. No error messages or alarms were captured in the cloud during this period. It could not be conclusively determined if any memory corruption alarms occurred during this period that resulted in the deletion and reinstallation of the omnipod 5 app, as these alarms are not expected to upload to the cloud system. The exact cause of the reported event could not be determined.